Event description:
They had their left hand on the smaller door (which is part of the lx20 automation ready instrument cover/canopy) but did not latch it. As they were lifting the larger door with their right hand they did not lift it all the way up. It started to fall and they tried to catch the door with their left hand which became caught between the support cylinder (hinge) for the small door and the plastic cover of the big door. Technologist mentioned that they had wrapped their hand around the smaller door's support cylinder (hinge), which when falling down, pinched their finger between the cylinder and the plastic cover. Technologist described their injury as "the ring finger on the left hand was cut to the bone on the tip of the finger. They had finger stitched up in the ER immeditately after the event." The customer returned to work in 10/2002.